Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that when the device user attempted to retract needle tip into safety mechanism the needle would not fully retract. Issue occurred during demonstration of product. No needlestick took place. There was no pt involvement or clinician injury.